Event description:
Patient presented to ER with complaints of ICD malfunction occurring-inappropriate shocks. Manufacturer's representative was called. Representative was present to turn off ICD therapies. Patient taken to cath lab, where ICD was removed and replaced.